Event description:
The customer called to report having high blood glucose. Suggested customer to take manual injections as per md protocol. Customer started vomiting during troubleshooting. Instructed customer to go to the hospital if they do not feel well. Later, the customer called back and stated that they were hospitalized for high blood glucose and dka. Customer was vomiting, had nausea and dehydration. Further testing was performed. The programming and bolus history were accurate. In addition a lead screw test and high-pressure test were completed and passed within specifications. A day after the customer called back again and they stated that the insulin did not exit. Instructed customer to change the infusion set. A prime test was done and insulin exited.